Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge pigtail was "more narrow" compared to a different cartridge. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 180 mg/dl. The cartridge was changed to address the occlusion and cartridge issue.